Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred from august 18-19, 2022. Device manufacturer address 1:(B)(4). Parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the top port of three (3) clearlink system non-dehp continu-flo solution sets would not connect to the line of an unspecified quantity of IV (intravenous) secondary infusion sets; further stating ¿the sets would not back prime or flow¿. The secondary sets were ¿re-set, re-established, connected and re-connected; however, unsuccessful¿. This was observed before patient connection. There was no patient involvement. No additional information is available.